Manufacturer narrative:
The reported blood loss is attributed to clotting of the circuit preventing rinseback of the pt's blood. Facility staff attributed clotting to inadequate heparinization. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff has reviewed the event with the operator and increased the pt's heparin dose. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
Operator reported difficulty establishing sufficient blood flow from pt's catheter during a routine hemodialysis treatment. A high venous pressure alarm occurred during the treatment. Rinseback was initiated but not completed due to clotting, resulting in an estimated blood loss of 140cc. No medical intervention was required.